Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the heat exchanger hose was disconnected from the manifold valve assembly, so they re-attached.